Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The device was stuck on tissue; does this mean the jaws of the device would not open? If the device did not open, how was it removed from the tissue? Did the device staple? If the device stapled, was the staple line complete? How was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? What was the quality of tissue in the area where the device was fired? What were the patient¿s pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? What is the age and sex of the patient? What is the current status of the patient? How was the procedure completed? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. In addition, the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No cutting issues were noted during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon reported that device has stuck on tissue, wasn`t able to cut tissue at all. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.